Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by worn trigger assembly components. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 2 devices were received. 1 device was not available for evaluation.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by mechanical damage. 1 device was found to be affected by internal debris.